Event description:
It was reported that problems were experienced with the fit and placement of the flange neckplate on one (1) m6fen, specialized fenestrated low pressure cuffed tracheostomy tube. The problems were described as excessive leakage at the pt's stoma site which were contributing to ventilation irregularities. Conflicting info was rec'd. It is unknown how long the device was in use when the problems were detected and what type of device care and maintenance was performed. There were no reported pt injuries associated with the reported event. The involved device is reportedly available to be returned for ID, analysis and investigation. As of the date of this submission the device has not been rec'd by the MFR.